Event description:
A pt with underwent coronary stent placement. The pt had greater than 50% stenosis in the lad, cx and lm. The lesions were irregular and eccentric, moderately calcified with no thrombus. After predilation, a 3.0x 33mm cypher stent was implanted to the proximal lad at 12atm; the prox lad was 0.90mm pre and 3.0mm post procedure. Per report, a dissection occurred, but it was not associated with implantation of the cypher stent. A 3.5 x 18mm cypher was implanted to the distal lm at 14atm and was t-stented to overlap the proximal lad stent; the distal lm was 1.98mm pre and 3.52mm post procedure. During the procedure, there was an occlusion of a small diagonal branch artery within the stented area, which resulted in a rise in ck. The severity was graded moderate. Per investigator, the relationship to the device and procedure was highly probable. Timi flow was 3 pre and post procedure. In 2004, the pt had pci of a distal lad de novo lesion treated with a 2.5 x 18mm implanted at 12atm. Stenosis was 80% pre and 0% post procedure. Per investigator, the event was unrelated to the device.